Event description:
A family member reported that the pt who was introduced to an induo insulin doser in september 2003 for type I diabetes mellitus, was hospitalized in january 2004 for increased blood glucose levels while using the doser in question. The pt's normal blood glucose range is 100-200 mg/dl, but since event date pt's blood glucose levels have ranged from 290-992 mg/dl. The pt was not feeling well so pt was taken to the ER. The pt's physician was not contacted. Pt received intravenous fluids as well as five units of regular insulin subcutaneously and was discharged to home a few hours later. The next day, the pt was not feeling well again. Pt's physician was called, and the dr instructed the family member to take the pt to the emergency room. Upon admission to the ER, the pt's blood glucose level was 992 mg/dl. The family member reported that the pt's insulin dose was increased (amount unk) the next day by the physician. As of january 2004, the pt remains in the hosp reeciving treatment for the increased blood glucose levels. No further details were available from the family member regarding the event or pt's treatment. Pt was using one induo insulin doser to administer insulin from two different cartridges. Family member stated that pt normally uses a separate insulin delivery device for each insulin type, but other device was not functioning prior to the onset of the event. Therefore pt was removing and switching insulin cartridges in the doser between injections. Upon reviewing instructions for using the induo doser with a novo nordisk representative, the family member realized that by using the one doser for two different insulin cartridges the pt was resetting the piston rod in the doser. Family member stated that the pt does perform an airshot before each injection, but family member did not know if the air shots pt performed with the doser produced a drop of insulin to indicate that the piston rod was back in position behind the insulin cartridge. The pt uses a new disposable needle for each injection, and pt removes the disposable needle immediately after the injection. The insulin is stored according to recommendations prior to use. Concomitantly the pt uses novolin n and novlin r penfills. There have not been any recent changes in the pt's diet, activity, or health status. Pt has no renal or hepatic disorders. The family member has declined to provide the contact info for physician, therefore, it will not be possible to obtain additional info or medical confirmation of the event. No sample available for testing.